Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences ineffective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. The pt stated he has experienced overstimulation at the lead site when he turns stimulation on since the lead was implanted. A CT scan did not show any anomalies. However fluoroscopy images revealed a lead fracture. The pt is to consult with his physician regarding taking surgical intervention at a later date to address the issue.